Manufacturer narrative:
Results: a photo was sent that showed the mixing between liquids that should not be mixed. A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4219670. Conclusion - the investigation of this complaint confirms the reported condition and being related to the manufacturing process.

Event description:
It was reported that the bd vacutainer¿ venous blood collection tubes: vacutainer plus¿ glass serum tubes, silicone-coated, with conventional stopper had the liquids mixing together when they are not supposed to. No injury or medical intervention reported.